Manufacturer narrative:
An event of loading difficulties was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, there were difficulties loading the 6mm amplatzer duct occluder into the sheath of the 6f amplatzer torqvue delivery system. The sheath was too small making it too tight to fit the device into the sheath. There was no replacement sheath and the case was abandoned.

Manufacturer narrative:
The reported event of "difficulties loading the 6 mm amplatzer duct occluder into the sheath" was confirmed. The device met all dimensional and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, it is consistent with use with a deformed occluder.